Manufacturer narrative:
H.6. Type of investigation code updated to code b14 with completion of phr review. H.6. Investigation findings: investigation findings code updated to code c19 as a result of the completion of a DHR review. H.6. Investigation conclusions: code d16 updated to code d15 and d12 as a result of the imaging evaluation. The imaging evaluation stated: there are 2 .mov files that were received for evaluation. The first angio shows that the trunk-ipsi side of the device is occluded. The report of device occlusion is consistent with the observed lack of contrast opacification of the device lumen. The second angio shows that both limbs are patent. There are no patient identifiers on the .mov files.

Event description:
On (B)(6) 2021, the patient was treated for an abdominal aortic aneurysm. The physician implanted a gore® excluder® conformable aaa endoprosthesis and two gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2023, the patient was treated for acute leg ischemia. A CT image revealed an occluded contralateral limb, with the occlusion at the origin of the limb. Aspiration and ballooning was performed, and a bx stent implanted to hold open an apparent kink in the origin of hte contra gate, the patient tolerated the procedure. Images were provided.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.